Event description:
As reported dr. (B)(6) had the wing snap off of the sheath prior to peeling the sheath away. This event is related to MDR 2183787-2017-00084.

Event description:
As reported dr. (B)(6) used the optiseal sheath, the wing broke off with the sheath still intact . He had to remove the attached lead to exchange the sheath.